Event description:
The customer reported via phone call that they were experiencing issues with the b button on the insulin pump. The customer explained that, when programming a bolus, the number went up automatically to 10 units, which is the maximum bolus. The customer's blood glucose was 6.2 mmol/l. The customer resolved the issue with a battery change. The customer stated that they were still using a loaner insulin pump despite having a new insulin pump on hand. The customer was advised to no longer use and return the loaner insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.